Event description:
It was reported that the arctic sun device had running a functional verification, and the inlet pressure was reading -7.0 psi, but the flow rate was reading 0. They discussed this was indicative of a failed flowmeter. They directed them to service manual for part no. And procedure to replace this part. Per follow up information received on 05nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per wo evaluation on 08nov2024, it has been noted that the flowmeter was missing. Per sample evaluation results received via task on 31jan2025, it was reported that the arctic sun device displayed alert 41 (low internal flow), the circulation pump manifold hose connection was found to be improperly sealed leading to an air leak in the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported event was identified as the circulation pump manifold hose connection was found to be improperly sealed leading to an air leak in the system. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the arctic sun device displayed alert 41 (low internal flow). Replaced all tank seals. Chiller evaporator outlet tubing was replaced due to expansion that would not allow a good fit into the new seals. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had running a functional verification, and the inlet pressure was reading -7.0 psi, but the flow rate was reading 0. They discussed this was indicative of a failed flowmeter. They directed them to service manual for part no. And procedure to replace this part. Per follow up information received on 05nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per wo evaluation on 08nov2024, it has been noted that the flowmeter was missing. Per sample evaluation results received via task on 31jan2025, it was reported that the arctic sun device displayed alert 41 (low internal flow), the circulation pump manifold hose connection was found to be improperly sealed leading to an air leak in the system.